Event description:
Boston scientific received information that the patient with this right ventricular lead, experienced thoracic pain. A chest x-ray was performed which revealed that the right ventricular lead had caused a perforation. A revision procedure was performed; the lead was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.